Manufacturer narrative:
Concomitant medical products: lead model 377860, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; lead model 377860, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the wrong location and a loss of therapeutic effect shortly after the implant procedure. The stimulation gradually moved to the front of the patient's legs and abdomen. It was also reported that the patient was recharging on a more frequent basis due to higher amplitudes being required, and the patient eventually was unable to feel stimulation. Subsequent examination revealed impedances to be in the low normal range. X-rays were performed and reported as normal. It was later reported that the patient was scheduled for a lead revision procedure at the end of december. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The patient had a lead revision during which the leads were repositioned at a different vertebral level. Following the revision the patient had "good" stimulation coverage.